Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that the patient underwent arthroscopic shoulder repair procedure on (B)(6) 2016. During this procedure, the tip of the juggerknot guide fractured in the patient and remained in the patient's bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device was unable to determine if the product left zimmer biomet control conforming to print, as the product's lot number could not be determined. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.